Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the original issue was a red error led on camera, broken fiber optic cables, and damaged transceiver. Those issues were repaired but there was no communication with the camera. Bypassed transceiver/fiber communication chain and the camera connection was restored. The camera then would constantly cycle and found that the firmware did not match. The representative updated the firmware of both camera and polaris spectra system control unit (scu) and then, the imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned transceiver resulted in a physical damage failure being found through functional testing and visual/physical examination. Analysis states that there was damage to the network and usb fiber ports. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera was cycling. The ndi toolbox configuration was showing that the firmware was incompatible. The representative replaced the transceiver in the nui and was able to run the installer. The issue was then resolved. There was no patient present when this issue was identified.